Event description:
It was reported that the arrow multi-lumen access catheter (mac) catheter was used as an introducer with an edwards swan ganz pulmonary artery catheter inserted through the mac. Pt was an (B) (6) female. The anaesthetist at the hospital that was present at the time of the event said, the pt had a sudden rise in blood pressure, then a rapid fall in pressure. The pt died and there was no post mortem carried out and the location of the device is unk. The spring wire guide (swg) was used for placement. It is unk how long the device had been in use. A verbal report was received from the director of perioperative services at the hospital; he was not present at the time of the incident. This statement was made by the clinician: "a solution of noradrenaline was running through one of the side arms of the pulmonary catheter. The catheter was partially withdrawn through the mac introducer sheath. A bolus of fluid was given through the side port of the mac catheter. The pt's blood pressure increased and the end result was allegedly a ruptured aorta and death." It was presumed that the side lumen of the pa was inside the mac and noradrenaline had accumulated inside the central lumen of the mc and was bolused when the fluids were given via the mac sideport.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.